Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2014, the patient was initially implanted with a bifurcated stent and a suprarenal extension. On (B)(6) 2018, endologix was made aware of a type 3a and 3b endoleak. On (B)(6) 2018, the physician elected to implant an ovation main body stent to resolve the type 3a and 3b endoleak. During this secondary procedure, the placement of the ovation device was placed lower then desired creating a 1a endoleak. The physician elected to covert to an open repair and explant the devices. As of the date of this report, there have been no additional patient sequelae reported. The 1a endoleak for the ovation device will be reported under a separate MDR as this is a new event with a different primary device.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events of a type 3a endoleak with component separation and 3b endoleak of bifurcated stent (at superior stent margin, 39% flower). Additionally clinical was able to find the following additional findings of buckling of the bifurcated stent (aortic body portion) and, severe bilateral stent cage damage of the iliac portions of the main body stent post-secondary repair (ovation stent placement). The most likely cause of the compromised stent graft integrity of the main body stent (stent cage dilation 39% and type 3b endoleak) was the use of strata material, in combination with the severe aortic remodeling. The most likely cause of the loss of seal (type 3a endoleak) was the aortic remodeling, in combination with the dilation of the components. The most likely cause of the stent graft collapse prior to the ovation stent was the aortic remodeling but the cause of the iliac buckling during the ovation repair was the cautionary product use condition of revising an existing stent. There have been no reports of further negative patient sequelae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on 06/17/2015, 2. Field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to 0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.